Event description:
Philips received a complaint on the patient monitor efficia cm120 does not alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The customer ordered a replacement speaker to resolve the issue and the replacement part was sent to the customer. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6).